Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history records for both devices revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lots revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during removal of the armada 18 otw balloon dilatation catheter, friction/resistance was noted with some non-abbott guide wires. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. One of the following two device/bdc was used in the procedure: armada 18, 3.0 x 40 x 90 cm.; ref.#: (B)(4), lot#: 5052141; armada 18, 4.0 x 40 x 90 cm.; ref.#: (B)(4), lot#: 6010541.